Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: part # 357.399s. Lot # 9l88084. Manufacturing site: werk selzach. Release to warehouse date: 26 sep 2022. Expiration date: 01 sep 2032. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 357.399. Non-sterile lot # 1254p04. Manufacturing site: werk selzach. Release to warehouse date: 28 july 2022. Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on an unknown date, the patient underwent open reduction and internal fixation(orif) surgery for femoral neck fracture with the femoral neck system(fns) in question, on (B)(6) 2023. Procedure was completed successfully without any surgical delay. After one month of surgery, a revision surgery was planned on (B)(6) 2023, for an unknown reason. This report is for one (1) 3.2mm guide wire 400mm. This is report 1 of 6 for complaint (B)(4).